Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe could not cut the vitreous body after using a while, and the aspiration was normal during the vitrectomy surgery. The malfunctioned probe was tested after surgery and had significant attenuation in vibration, sound, and cutting ability compared to normal probe. The surgery was completed after replacing the product with another once. There was no information about patient impact.